Event description:
The customer reported that the doctor removed his foot from the pedal and it continued to fluoro. No injuries occurred due to this issue. They also received a fuzzy screen on right side, black screen on the left side. No error messages. Pt was on table at the time. Not injured and they finished the case. The system is being checked to see if the problem is reproducible and gather more info. The service rep suggested checking ac line plug. He tested the system with no problem and will continue to check.